Event description:
Event description cpi received information from medtronics that this implantable pulse generator (ipg) was explanted for exhibiting no output. This ipg has been implanted for approximately 83 months. * cpi minimum longevity at nominal settings wth a 500 ohm lead is 60 months. Cpi does not know the implant parameters for the lead resistance throughout the implant life of the system.